Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "error ffff" and "ECG disabled" messages and failed self-test.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The analog board was suggested to be replaced as a precaution. However, the customer declined the recommended repair and the device was returned to the customer labeled "no for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "error ffff" message and failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.